Event description:
For the last year and a half I have become increasingly sicker with all kinds of auto immune diseases, female issues, kidney bladder issues, digestive issues, rashes angioedema, high bp etc.